Manufacturer narrative:
The micro hook shaver tubeset that was used during the tlif procedure has not yet been received for an evaluation to be completed. Investigation actions to determine a potential root cause have not yet been fully determined. This investigation is ongoing, and a follow-up will be submitted when investigation is finalized.

Event description:
On may 08, 2025, misonix® llc., at bioventus® co., received a report of an event involving a nexus® bonescalpel® micro hook shaver tubeset (part number 110-31-1210. Lot number 223280) that occurred during a tlif procedure on (B)(6) 2025. During normal use and operating conditions, the blade snapped at the tip. Following this the user retrieved the broken piece from the surgical site, x-rays were performed to ensure no particles or additional pieces were left in the surgical site. Surgery resumed and completed after replacement of the disposable blade.